Event description:
The patient's right hip was being revised due to greater trochanter breaking. Only the head was revised.

Manufacturer narrative:
An event regarding periprosthetic fracture involving an accolade ii stem was reported. The event was not confirmed. Device history review indicated that all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there have been no other similar events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided. Device remains implanted